Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The haptic was broken while inserting lens. The incision had to be widened to remove the iol. The pt is doing well.